Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's fact sheet alleges the patient experienced pain and infection, however the medical records provided do not indicated any type of adverse event associated to the davol soft mesh devices. A second emdr was submitted for the other bard soft mesh also implanted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - patient underwent implant of two bard/davol soft mesh and implant of a non-bard/davol urethral sling. Following placement of the non-bard/davol sling, the patient experienced recurring uti's indicated, per md office notes to be attributed to the sling. On (B)(6) 2012 - patient underwent takedown of the non-bard/davol sling. Per the patient's fact sheet, it is alleged the patient experienced pain, infection and dyspareunia.

Manufacturer narrative:
Addendum to the original report. This supplemental emdr is being sent due to additional information provided. Based on the medical records provided the patient underwent additional surgical procedures post implant of the two bard soft mesh devices. While the medical records indicate the patient underwent additional medical treatment, there was no mention of any visualization or involvement of the previously implanted bard soft mesh. The medical records indicate the patient experienced urinary tract infections approximately five years post implant of the mesh devices. With the information provided there does not seem to be a direct correlation between the two bard soft mesh devices and the uti's experienced by the patient. In regards to infection however, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information provided, it is unclear if the bard meshes may have caused or contributed to the problems experienced post implant due to the patient's medical history of additional medical treatment post implant of the mesh. At this time no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Please see MDR #1213643-2016-00048 to address the second bard soft mesh implanted in the patient.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with cystocele, rectocele, enterocele, vault prolapse and urodynamic stress incontinence with ureteral hypomobility. The patient underwent abdominal colpopexy, lysis of adhesion, rectocele repair, implant of two bard soft mesh, implant of a "monarc" transobturator mid urethral sling (non-bard davol) and cystoscopy. The first part of the procedure which included the implant of the bard soft mesh devices was not provided. On (B)(6) 2011 - the patient was diagnosed with frequent urinary tract infections as well as urgency and frequency. There was no mention of any visualization or involvement of the bard soft meshes. On (B)(6) 2012 - the patient was diagnosed with transient urinary retention as well as recurrent urinary tract infections. The patient underwent takedown of transobturator synthetic mid urethral sling any cystoscopy. There was no mention of any visualization or involvement of the bard soft meshes. On (B)(6) 2014 - the patient had a follow up exam due to a pelvic stress fracture. Patient denied having any pain. Patient was diagnosed with a urinary tract infection and prescribed oral antibiotics. On (B)(6) 2015 - the patient had md office exam with complaints of painful urination, foul odor, urinary frequency and was diagnosed with a urinary tract infection and was prescribed an oral antibiotic.